Event description:
It was reported that during a routine replacement procedure, the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. No anomalies were found. All conductors were distorted, including the distal conductor, which was also cut. Blood/body fluid was found on the proximal conductor (not obstructed). The inner and outer insulation were both breached cut, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.